Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced multiple driveline fault alarms over the course of approximately 2 weeks, starting on (B)(6) 2015. Troubleshooting was performed and equipment was changed. Multiple system controller data log files were reviewed. On (B)(6) 2015, it was noted that there was a pattern of low speed and pump stop events when connected to the power module with a grounded patient cable; a damaged wire in the driveline was suspected. On (B)(6) 2015, the manufacturer's technical services performed a percutaneous lead (driveline) continuity test that did not indicate any open wires. An external driveline replacement was performed without incident. A few hours after the repair was performed, a drive line fault alarm occurred. The patient was reportedly asymptomatic during the events. The patient's pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device: 3 years and 1 month. The replaced portion of the percutaneous lead was received for analysis. The pump is expected to be returned but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Evaluation of the submitted log files and log files retrieved from returned (B)(4) confirmed the reported driveline fault alarms. Evaluation of the percutaneous lead that was returned with (B)(4) confirmed fatigue damage to the red wire insulation near the pump housing. As a result of the damage, the underlying red wire conductor was exposed. Red heart alarms could have occurred as a result of the exposed conductors of the wire contacting the braided shielding when the device was supported by the power module. Although the breach in the insulation of the red wire contributed to the red heart alarms, the evaluation could not determine a direct relationship between the wire insulation breach and the reported driveline fault alarm. A portion of percutaneous lead was replaced and returned for evaluation. The returned percutaneous lead was approximately 11 inches from the connector. No damage to the outer jacket was observed. The outer jacket was removed. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer or metal shielding was observed. Visual inspection of the wire found no fracture or breach. The percutaneous lead was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. (B)(4) was returned for evaluation. Pump evaluation did not reveal any deposition in the pump. The percutaneous lead was cut approximately 2.5 inches from the pump housing. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Breakdown of the metal shielding was identified near the pump. Visual inspection identified a breach in the insulation near the pump on the red wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. The black, brown, orange, yellow, and green wires were submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of these wires that would have resulted in an electrical short. A distal portion of the percutaneous lead was returned with the pump. A percutaneous lead repair site was present. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer or metal shielding was observed. Visual inspection of the wire found no fracture or breach. The percutaneous lead was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: "outcome: exchange; breach of integrity of drive line requiring repair".